Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their pump pushed out insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: multiple "pump not primed" warnings were observed in the black box. There was no data in the black box from time of the reported ¿no cartridge detected¿ warnings due to continued use of the pump. The rewind, load cartridge, and prime steps were performed successfully with no alarms. The pump's force sensor readings do not reach zero. A force sensor calibration test confirmed the sensor is detecting correct force at 5lbs. The pump was opened for inspection, but no damage was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.